Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system advisory displayed and the microscope head has a lot of play. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative opened the cover for the microscope and recovered the screws that had vibrated loose before using blue loctite to reinstall and tighten the screws to resolve the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The microscope operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed to loose screws. However, how or when the screws became loose is unable to be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).